Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: the display screen was found to be cracked; due to the cracked display, the remaining steps were unable to be completed. The investigation was completed using the returned battery cap. The pump was powered on with the auditory and vibratory feature functioning appropriately on the pump. However, the ¿verify¿ screen was unable to be displayed. The old screen was removed and was replaced with a new test screen; the pump was able to display the verify screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).